Manufacturer narrative:
As reported, the involved concept suture passer needle is not expected for evaluation, as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was unable to be determined. A review of complaint history showed one (1) similar complaint has been received for this item and lot number combination. Use of this product is technique dependent and the risk analysis has been deemed acceptable per npqe monitoring. This needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To date, there has been no patient long term adverse effect reported resulting from this type of incident. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with the spectrum suture passer in a rotator cuff repair procedure on (B)(6) 2015, the tip of the needle broke off during the 6th pass of the needle. As reported, the broken needle tip was retrieved within 5 minutes and the procedure was completed with no injury to the patient. The patient was discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.